Manufacturer narrative:
This investigation will be updated should further pertinent information be provided. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system over-sensed the respiratory rate trend (rrt) signal on the non-boston scientific right atrial (ra) lead, which resulted in inappropriate atrial tachy response (atr) events. It was noted there was one out of range impedance measurement. It was recommended to check the ra lead for integrity issues and program the rrt off. The patient was brought into office and the rrt was turned off, as it was previously recommended. The lead impedances were also rechecked. The system remains in service. No adverse patient effects were reported.